Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, after thirty minutes of using the device, a blue rubber object was found in the pt's surgical cavity. The object was removed. No pt injury reported.